Manufacturer narrative:
The returned device was evaluated. The catheter tubing had detached from the hub. No tubing remnants were found in the luer adapter. The catheter was attached to an extension set. Fibers were found on the extension set, catheter hub, and very small traces of fibers were observed on the catheter tubing. A definitive root cause could not be determined for this complaint. Destructive pull testing is performed throughout the manufacture of each lot. A potential cause is the application of excess tensile force to the tubing. Additionally, some fibers were noted on the tubing. These may be remnants of dressing or tape. The instruction for use state, "never place tape strips over the tubing. This will compromise the strength and integrity of the tubing." The issue may be related to the handling of the device in the field. However, the supervisor was notified and awareness training has been conducted for this complaint.

Event description:
It broke at the junction of the catheter with the hub/argon tab when the babys arm was being repositioned.